Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Serial number not provided.

Event description:
The customer reported that a philips clinical application specialist (cas) was packing up a monitor in the corridor into a large packing crate. The crate has catches that, when open, stick out. A staff member did not see the protruding catch (metal latch about 3 inches when extended) and was hurt when she walked past the crate. A hospital staff member was injured by the protruding catch of a shipping crate. A laceration in her leg needed to be closed with four stitches. The device was not used for monitoring at the time of the alleged malfunction.

Manufacturer narrative:
On (B)(6) 2018 the cas was packing up a monitor into a large packing crate located in the corridor of the hospital. The crate was open and the catches were sticking out. When a staff member walked past the open crate, she sustained a laceration on her leg. The crate is owned by rh logistics to ship devices to the customer and was used by the philips cas to pack up the monitors from the anesthetic machine trial. The issue was not caused by a malfunction of the device but rather was caused by a handling oversight by a philips employee. The cas apologized for the issue and confirmed that everything possible will be done to prevent this from happening again. No further investigation or action is warranted. Patient inforamtion requested not available at time of report.